Event description:
The customer reported that during a laparoscopic cystectomy, an end tone was provided by the generator, indicating a completed seal cycle, but the device did not activate and then an error tone was heard. The surgeon then sealed over another vessel and noted there was bleeding from the sealed area. The surgeon re-sealed the vessel before cutting. The same device was used for the remainder of the procedure and there was no pt injury. The customer has indicated that the device was discarded after the procedure.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.